Event description:
The vad administrator reported that the pt was on the transplant list and presented to the hosp. Admit labs, a chest x-ray (cxr) and transthoracic echocardiogram (tte) were performed. The pt was on the transplant list and therefore a blood transfusion was not given. The physician ordered the pt to be started on intravenous iron drip and epogen. The pt complained of fatigue but no other symptoms. The pt's hemoglobin (hgb) count was 6.3 and hematocrit (hct) was 19.5. A gastroenterologist (gi) was consulted and nexium drip was ordered. The pt's international normalized ratio (inr) was still 2.3 and the pt was transfused with 2 units of fresh frozen plasma (ffp) with a plan for a possible esophagogastroduodenoscopy (egd). The pt was again transfused 2 units of packed red blood cells (prbc), on (B)(6) 2014, the pt's hgb was still at 6.3 and another transfusion with 2 units of prbcs was performed. A complete blood count (cbc) was performed 6 hours later but the pt's inr was still at 2.3 so the pt was given more ffp and golytely. The inr goal for the pt was <1.5. On (B)(6) 2014, the pt's hgb was stable at 8.9 and neurontin was decreased to 200mg. An egd performed was negative. The pt underwent colonoscopy and it showed two non-bleeding colonic angioectasias. The pt's hgb increased and coumadin was resumed. Aspirin 81 mg (asa) was initiated the next day. The nexium drip was discontinued. The ventricular tachycardia result was good and the pt was discharged to home with a prescription for octreotide 100.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.